Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently not functioning as intended. Reportedly, the pump "back light was no, but the screen is completely black". During troubleshooting with tandem technical support the touchscreen began functioning as intended. Customer's blood glucose level was 149 mg/dl.